Manufacturer narrative:
Multiple attempts were made to try and retrieve further event information with minimal response. As per customer unclear if ventilator malfunction.

Event description:
Customer stated unit shut down while in patient use. As per customer, unit was found in the off position and customer is requiring a performance verification. No patient harm as a result of the event.